Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) was noted on a remote transmission. The patient presented to the clinic on (B)(6) 2022, and programming changes were made. The patient was asymptomatic and stable.